Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via a phone call, the customer was done eating dinner and was administering a bolus with the insulin pump when it alarmed "no delivery." Customer's mother didn't know the customer's blood glucose level. Troubleshooting was performed on the insulin pump. The customer's mother was advised to perform a fixed primed while disconnected at the site, and it alarmed no delivery. She was then to manually push insulin through the tubing with a manual plunger and no insulin exited. Customer was then advised the alarm was due to an infusion set/reservoir occlusion and to replace both of them out. The customer agreed to return reservoir for analysis.